Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare's (fph) customer care specialist in our (B)(4) office that the warmer head of an iw910jeu mobile infant warmer was cracked at the hinge door. This was noticed during use on a pt. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The heater head assembly of an iw910jeu mobile infant warmer is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.